Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer with technical assistance. It was later confirmed by the biomedical engineer that no decision has been made on whether to repair or retire the device. The customer was unable to state if, or when, a decision will be made. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and an event code in the memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.